Event description:
The home patient (hp) reported numerous incidents of minicaps cracking during use. Hp noted crack at open end of minicap up to the mid-point of the cap. The hp also noted betadine leaking on to his clothing. No patient injury or medical intervention per the hp.